Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to the customer on how to reset the pump, assisted in performing the reset, and confirmed that the malfunction did not recur post-reset. The customer was advised to continue using the pump and to contact support if the issue resurfaced.